Manufacturer narrative:
The device has not yet been returned to stryker sustainability solutions for evaluation. Since there was no device returned, inspection could not be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user attempts to cut staples or clips, - user attempts to cut non-soft tissue, - user attempts to cut excessive amount of tissue. The instructions for use (IFU) state: - do not directly apply current to staples or clips. - instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. - if cutting of staples or clips is attempted, damage to instrument may occur. A supplemental MDR will be submitted once the device evaluation is completed. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported the surgeon was unable to cut with the laparoscopic scissors. The device was replaced, leading to a few minutes delay. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions after the initial MDR was filed. Visual inspection revealed signs of clinical use. Debris was present on the blades. Inspection of the blades revealed wear. Upon functional inspection, the device was unable to provide a clean cut to due to the wear present on the blades. The most likely root causes are: user attempts to cut staples, clips, or non-soft tissue. Wear to blades due to clinical use. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the surgeon was unable to cut with the laparoscopic scissors. The device was replaced, leading to a few minutes delay. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.